Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. The returned device had foreign material in the connector, a damaged connector, a missing grommet, a missing set screw and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the header of the cardiac resynchronization therapy defibrillator (crt-d) would not release the left ventricular (lv) lead once the setscrew was removed. The setscrew was placed back into the header and was tightened. The physician then slowly loosened the setscrew and the lead was released. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.